Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by gamma radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have latex allergy" this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came to hospital department of surgical due to urinary frequency and urgency and urinary pain for 3 - days, and was hospitalized for treatment on (B)(6) 2024, due to patient condition, and was catheterized with a disposable sterile foley catheter and treated with bladder irrigation at 18:00 as prescribed by the doctor. The nurse went to the bedside to place the urinary catheter, checked that the urinary catheter package was intact in accordance with the operating procedures before the operation, and used a syringe to push saline to check that the urinary catheter balloon was not broken, and when the urinary catheter placement was completed and then injected water into the urinary catheter balloon again to fix it. The nurse found that the urinary catheter could not be fixed, and after repeated saline injection into the urinary catheter balloon, the urinary catheter still could not be fixed. The nurse initially judged that the urinary catheter could not be fixed due to a rupture of the urinary catheter balloon. Because the repositioning of the urinary catheter will increase the patient pain, immediately calm the patient, explained and obtain cooperation to remove the urinary catheter examination found that there was a small rupture in the anterior end of the balloon. The nurse replaced the urinary catheter and repositioned the patient urinary catheter. The placement process went smoothly, and the patient was able to secure the catheter after water was injected into the balloon. The nurse in charge reported this medical device adverse event to the nurse manager, who reported it to the equipment and supplies management department.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient came to the hospital department of surgical, due to urinary frequency and urgency and urinary pain for 3 - days and was hospitalized for treatment on (B)(6) 2024, due to patient condition, and was catheterized with a disposable sterile foley catheter and treated with bladder irrigation at 18:00 as prescribed by the doctor. The nurse went to the bedside to place the urinary catheter, checked that the urinary catheter package was intact in accordance with the operating procedures before the operation, and used a syringe to push saline to check that the urinary catheter balloon was not broken, and when the urinary catheter placement was completed and then injected water into the urinary catheter balloon again to fix it. The nurse found that the urinary catheter could not be fixed, and after repeated saline injection into the urinary catheter balloon, the urinary catheter still could not be fixed. The nurse initially judged that the urinary catheter could not be fixed due to a rupture of the urinary catheter balloon. Because the repositioning of the urinary catheter will increase the patient pain, immediately calm the patient, explained and obtain cooperation to remove the urinary catheter examination found that there was a small rupture in the anterior end of the balloon. The nurse replaced the urinary catheter and repositioned the patient urinary catheter. The placement process went smoothly, and the patient was able to secure the catheter after water was injected into the balloon. The nurse in charge reported this medical device adverse event to the nurse manager, who reported it to the equipment and supplies management department.